Event description:
The customer reported that during a patient event, their device was powered on and it immediately powered itself off. The customer stated that they attempted to power the device back on, but it lost power. This occurred multiple times during the event, but the customer was eventually able to get the device to stay powered on for the remainder of the patient event. Following the patient event, the customer attempted again to power the device on after powering it off, and it lost power again. The was no report of any adverse effect caused to the patient as a result of the reported device failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the grommet from negative battery pin of battery bay 2 of the device was pushed through the case. This caused intermittent loss of power in the device. Physio replaced the rear case assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.